Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that one of the wires on the salivary stone extractor basket sseb was sticking out of the handle, and it was poking the scrub tech in the palm of the hand during a stone extraction procedure. Another device was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation, evaluation: visual inspection and functional testing of the returned device was conducted during the investigation. A review of the instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A visual examination noted there is approximately 1.2 cm of cannulated handle protruding from the collet knob. The cannulated handle is bent at the collet knob. The basket sheath is kinked in three locations: 1.1 cm from the distal tip of the basket sheath and again at 2.2 cm and 5.3 cm from the distal tip of the basket sheath. A functional test noted the handle does not actuate the basket formation. No lot number was provided; therefore, a review of the device history record could not be performed. A review of complaint history for the complaint device lot was not able to be conducted as the lot number was not provided. The instructions for use (IFU) provides the following information in the precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The complaint device was found to be nonfunctional due to sheath damage. The sheath was found to kinked in 3 locations near the distal end. The kinks prevented the basket from deploying when the handle was actuated. The force applied to the handle cannula to open the basket when it was stuck in the sheath caused the handle cannula to push through the pinch vise that holds it in place and extend out of the proximal end of the handle. The observed sheath damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.